Event description:
It was reported that when the patient presented to the clinic for follow up, several episodes of non-sustained right ventricular oversensing due to noise were observed on the right ventricular lead. Programming changes were made. There were no adverse health consequences, the patient was stable.